Event description:
A rondo 3 control unit with a cracked housing and leaking battery was received at service and repair. Per repair request form, the device was returned due to mechanical damage of the case.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: according the information received, the recipient reported a damaged rondo 3 audio processor. During the repair process a leaking battery was detected. The electrolyte oxidized a few parts and led with the damaged housing to a failed measurement. The damage to the rechargeable battery inside is most likely caused due to mechanical stress. Further the external housing has been damaged. There has been no report of patient injury from contact with leaking electrolyte. This is a final report.

Event description:
A rondo 3 control unit with a cracked housing and leaking battery was received at service and repair. Per repair request form, the device was returned due to mechanical damage of the case. There was no injury or irritation reported. The device had been in use for approx. 3 months. Reportedly, the device had been dropped and damaged.